Event description:
A customer reported that the screen of their abbott diabetes care (adc) device was broken. The customer was therefore unable to obtained readings or monitor glucose levels. As a result, the customer experienced loss of consciousness and was unable to self-treat, and was provided with jelly beans by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The available tracking and trending reports were reviewed for libre 2 reader and reported complaint for the last year. The review did not identify any trends that would indicate any product related issues related to this complaint. At this time libre 2 reader has not yet been returned for this complaint. Since the serial number is invalid, no device history record (DHR) review is possible. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) is unknown, the date entered is the case awareness date.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the screen of their abbott diabetes care (adc) device was broken. The customer was therefore unable to obtained readings or monitor glucose levels. As a result, the customer experienced loss of consciousness and was unable to self-treat, and was provided with jelly beans by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.